Manufacturer narrative:
Evaluation of the device verified the complaint as valid. There was a lack of amplitude or no amplitude at settings of 30% and lower in combination with a 36 khz handpiece. The device history record (DHR) documentation was reviewed and no anomalies that could be associated with the complaint incident was observed. The issue has been confirmed to be with the console. (B)(4).

Event description:
It was reported that there was intermittent/random lack of amplitude or no amplitude at settings from 30% and lower on the cusaexcel9 cusa excel w/ console 220v ac with footswitch. Complementary information received on 10oct2019 indicating that there was no patient impact but there was an increase of approximately 30 minutes surgery time.